Manufacturer narrative:
Product analysis #247812213:kyle mai / fri nov 01 2019 10:20:27 gmt-0500 central daylight time analysis summary for pe#: 0703070582-20 analysis transaction ID#: 247812213 model#: 6935m62 serial/lot#: (B)(6) methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- 2019-11-01 10:20:22 cst pli# 20 product ID# 6935m62 the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Product analysis #242597146:kyle mai / wed apr 17 2019 11:14:02 gmt-0500 central daylight time analysis summary for pe#: 0703070582-20 analysis transaction ID#: 242597146 model#: 6935m62 serial/lot#: (B)(6) methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- 2019-04-17 11:13:57 cst pli# 20 product ID# 6935m62 the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Product analysis #248200795:dianna ngo / thu nov 14 2019 15:17:48 gmt-0600 central standard time analysis summary for pe#: 0703070582-20 analysis transaction ID#: 248200795 model#: 6935m62 serial/lot#: (B)(6) methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: leads - common tests, leads - analysis finding / cm distal, and leads - high voltage. Results of analysis: based on analysis, the product failed to meet performance specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2019-11-14 15:17:40 cst pli# 20 product ID# 6935m62 the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Continuation of d11: product ID ddmb2d4 serial# (B)(6) implanted: (B)(6) 2016. Product ID 457453 serial# (B)(6) implanted: (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert due to high and undefined impedance values. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event. 2019-10-31 it was further reported that the patient felt discomfort. Oversensing was noted on the patient's rv lead. Fracture of the lead was suspected. As a result, the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient felt discomfort. Oversensing was noted on the patient's rv lead. Fracture of the lead was suspected. As a result, the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an impedance alert due to high and undefined impedance values. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.